Event description:
It was reported that the patient had an infection at the midline incision site. The wound site was red and discharge was noted. The physician believed that the infection was not device related and that the incision site may have gotten dirty or wet. The patient was placed on antibiotics and infection was resolved.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial/ batch: (B)(6).